Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - tears, rips, holes in device, device material. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic torn and pieces of haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The back-up lens was implanted.